Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted to treat a 3cm hernia. On (B)(6) 2015 the patient underwent reoperation due to intestinal obstruction after being hospitalized one week before. During the reoperation, the surgeon found the loops of the intestine were very reddened, totally adherent and in some places perforated. The surgeon opined that the lower part of the mesh with the oxidized cellulose appeared as if there was no trace of film and was full of adherences. The mesh was removed with difficulty and a small loop of bowel resection was performed. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.